Event description:
It was reported by the customer that on (B)(6) 2010 the fiber flashed and resulted in the fiber being damaged at the tip at 25,813 joules. No patient injury was reported. The device was not returned for evaluation.